Event description:
Pt was in the operating room, intubated, ready for procedure. The anesthesia machine malfunctioned and the anesthesiologist took apart the absorber assembly and then reassembled it in order to get the machine to function. There was no adverse event, but the pt underwent additional anesthesia time. The vendor, (B)(6) was contacted and biomed evaluated the machine. There was a leak found at the co2 absorber, probably due to mis-seated sodasorb canister.